Event description:
It was reported that, after a journet ii cr system had been implanted in a right side tha surgery, the clinical subject experienced bacteremia. The event was resolved in a hospitalization.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical medical investigation concluded that this complaint from the united states reports adverse event #2 from a journey ii cr clinical study. Clinical study report forms were provided for review but did not reveal any insight as to the root cause of the ¿bacteremia¿. It was reportedly resolved with a hospitalization. Smith and nephew has not received adequate materials (hospital record - laboratory reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection is a complication that can be associated with any surgery. Some potential probable causes could include contamination, patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed.